Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). On-site investigation performed by our field service engineer found that the reported failure was caused by a faulty expiratory pressure transducer printed circuit board (pcb) which was replaced and returned for investigation. The reported failure is confirmed in received logs showing that it occurred for the first time on(B)(6)2018 and the date of event is updated accordingly. The reported failure was reproduced during simulated use testing of the returned pcb in a reference ventilator. Performed pre-use check failed because the measured pressures from inspiratory and expiratory pressure transducers differed too much due to gain and voltage offset drifts from the expiratory pressure transducer which indicates instability in the pressure sensor. During ventilation the measured peep was lower than set. When the pressure sensor was replaced, the returned pcb was re-tested in a reference ventilator and it functioned normally. Microscopic inspection of the pressure sensor showed that there were unknown particles in the ceramic cavity on the top of the sensor's chip. Earlier investigations of other pressure transducer pcb have shown that when the cavity was cleaned, the pressure transducers functioned normally. The conclusion is that the presence of unknown particles in the ceramic cavity on the top of the sensor's chip has affected the pressure sensor¿s functionality which caused failures in pre-use check and caused a lower peep during ventilation. The root cause of the presence of particles in the ceramic cavity has not been determined.

Event description:
Manufacturer ref. #:(B)(4).